Event description:
It was reported that the pump was explanted and replaced. A break, tear or hole was noted in the pump connector which was also replaced. The pump contained lioresal. No pt injury was reported and the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.